Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet failed to advance past the lead. The lead was not used. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.